Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, ias8-120lp, airseal 8/120mm port, was used during an unknown procedure on (B)(6) 2021 when it was reported ¿rubber seal from the inside of the sound cap from an 8mm access port came off while pa was inserting gauze through port. The rubber piece was seen inside the abdomen immediately and then removed.¿ the patient was reported as ¿fine¿, object was seen and removed right away. Patient status is ¿good¿ and was not affected. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed with an alternate device causing a 5-minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation and no photographic evidence was provided. Should the device be returned, an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised that failure to properly follow the instructions for use can lead to serious surgical consequences. If using the optional sound cap (8 mm, 12 mm), inspect sound cap foam and seal prior to use. Use caution when inserting a sharp or large device through the blue sound cap seal. Inspect the sound cap after use for physical damage of any kind. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, ias8-120lp, airseal 8/120mm port, was used during an unknown procedure on (B)(6) 2021 when it was reported ¿rubber seal from the inside of the sound cap from an 8mm access port came off while pa was inserting gauze through port. The rubber piece was seen inside the abdomen immediately and then removed.¿ the patient was reported as ¿fine¿, object was seen and removed right away. Patient status is ¿good¿ and was not affected. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed with an alternate device causing a 5-minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: h6: type of investigation: remove code 4114 and add code 10. H6: investigation findings: remove code 3221 and add code 3252 h10: removed statement of device not returned and added evaluation statement received one ias8-120lp in opened original packaging. Lot number was verified. Performed a visual inspection, the rubber seal was disassembled from the sound cap. The sound cap is bent. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised that failure to properly follow the instructions for use can lead to serious surgical consequences. If using the optional sound cap (8 mm, 12 mm), inspect sound cap foam and seal prior to use. Use caution when inserting a sharp or large device through the blue sound cap seal. Inspect the sound cap after use for physical damage of any kind. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, ias8-120lp, airseal 8/120mm port, was used during an unknown procedure on (B)(6) 2021 when it was reported ¿rubber seal from the inside of the sound cap from an 8mm access port came off while pa was inserting gauze through port. The rubber piece was seen inside the abdomen immediately and then removed.¿ the patient was reported as ¿fine¿, object was seen and removed right away. Patient status is ¿good¿ and was not affected. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed with an alternate device causing a 5-minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.